Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via interdepartmental helpline solutions tracker that customer received the drive support cap notice. Customer reported that drive support cap was sticking out. Customer's blood glucose was unknown. Customer would be contacted for replacement.